Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. The customer stated that insulin pump had failed battery alarm. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to flattened esc button dome switch. No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected failed battery alarm anomalies noted. (B)(4).